Event description:
It was reported that the patient presented remotely via (B)(6) . Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. The programming changes were made. The patient was in stable condition and will continue to be monitored.